Manufacturer narrative:
Update: h6. The reported event cannot be confirmed. The surgeon has initiated a request for a new implant and a revision surgery will be performed. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Event description:
It was reported there was a revision surgery to remove the right- side tmj devices.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery to remove the right- side tmj devices.